Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid-section of the left anterior descending artery towards the left main coronary artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during inflation, a rupture was observed, and the stent remained partially inflated. The balloon was removed and was immediately exchanged for a 2.00 mm x 20 mm emerge balloon, completing the stent dilation. There were no patient complications and the patient fully recovered.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid-section of the left anterior descending artery towards the left main coronary artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during inflation, a rupture was observed, and the stent remained partially inflated. The balloon was removed and was immediately exchanged for a 2.00 mm x 20 mm emerge balloon, completing the stent dilation. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
E1: initial reporter city: (B)(6) investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of cause not established based on the information available as well as unavailability of the device for analysis. This code was selected as the most probable complaint cause based on the information available. The device is not indicated to return as the stent was implanted. Without media or the device returned for analysis, a clear conclusion cannot be determined.